Manufacturer narrative:
The reported event could be confirmed. The device was returned and was indeed broken in two parts at the level of the lag screw hole. Significant material abrasion was found in the medial side of the screw hole, as well as at the top of the screw hole. These deformations are consistent with the points of contact of the lag screw with the nail. Material damage may lead to sharp edges in the breakage line resulting in significant material weakening. The appearance of the breakage surfaces suggested the nail had broken in fatigue manner ¿ indicated by the rest lines that can be noticed clearly on one of the bridges. Rest lines are typical of fatigue fractures, since the crack propagates gradually, creating these lines, before the material breaks completely. Since the x-rays were provided, the opinion of a medical expert was requested. Their statement is the following; "[...] Looking at the initial fracture, this unstable fracture could typically be found in patients with osteoporosis who are treated for this as well. The reduction in the initial operation is not too bad. The healing process is however delayed which is clearly seen in the following x-rays. This might be due to a lack of stability in the fracture site, leading to motion. After the nail breakage and the revision extra stability is added with the cerclage wires. Now healing hopefully will take place." Therefore, this case can be attributed to be patient factor related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Pharmacist reported that: "gamma3 nail implanted in (B)(6) 2019 : patient consult for pain - gamma3 nail broke (discovery with x-rays) in (B)(6). Revision surgery the (B)(6) 2019. Medical files not available."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Pharmacist reported that: "gamma3 nail implanted in (B)(6) 2019 : patient consult for pain - gamma3 nail broke (discovery with x-rays) in (B)(6). Revision surgery the (B)(6) 2019. Medical files not available."

Manufacturer narrative:
Contrary to the statement in section h10 of the initial report, the reported device is cleared for sale in the us. The reported event could be confirmed. X-rays were provided, therefore the opinion of a medical expert was requested. Their statement is the following; "[...] Looking at the initial fracture, this unstable fracture could typically be found in patients with osteoporosis who are treated for this as well. The reduction in the initial operation is not too bad. The healing process is however delayed which is clearly seen in the following x-rays. This might be due to a lack of stability in the fracture site, leading to motion. After the nail breakage and the revision extra stability is added with the cerclage wires. Now healing hopefully will take place. In general: "the gamma nail is intended for temporary implantation until bone consolidation. If there is no or insufficient bone consolidation, the system may fail. The goal of postoperative follow-up must be to promote bone consolidation. The gamma nail is not intended to be fully loaded in patients with complex unstable fractures until sufficient bone consolidation has been confirmed by radiographs during follow-up." This text from the op-tech and I think it might be applicable in this case. However, I do acknowledge that sometimes it is not easy to keep an elderly person from fully loading a fracture with a device in situ. Creation of a stable osteosynthesis is very important in these special cases. [...]" Therefore, this case can be attributed to be patient factor related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
Pharmacist reported that : "gamma3 nail implanted in (B)(6) 2019 : patient consult for pain - gamma3 nail broke (discovery with x-rays) in december. Revision surgery the (B)(6) 2019 medical files not available"